Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) unit during drain cycle 2 of 5. The patient stated that the patient line came loose from the transfer set. Gts explained, and cleared the error. Gts advised the patient to let their nurse know. The patient elected to complete therapy manually. The hc was operational. No injury or medical intervention was reported.

Manufacturer narrative:
Per the initial report, the sample is unavailable.